Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unk), the device would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation. The customer indicated that two sets of internal handles were failed during this event. The other set of internal handles are being reported under medwatch number 1220908-2007-00704.